Event description:
This event was reported as an explant at implant due to 3-4+ mitral regurgitation on tee after patient off of bypass. No suture loops seen per surgeon. Patient very ill pre-op with cad, lung disease and a very large annulus. Patient developed coagulopathy during surgery. Leaflets would not coapt even after explant; fold or crease at one commissure, no tears or damage to leaflets. No further information was provided.